Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's lead and implantable neurostimulator (ins) were explanted. No patient complications have been reported as a result of this event. Additional information was received from manufacturer representative (rep) who reported they became aware of the system explant on (B)(6) 2025. They reported the patient had been riding in a dump truck which had a lot of rough bumps and this caused their leads to migrate and the patient to lose therapy. The issue has now been resolved after explant.